Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined and it showed no damage. Functional analysis was done by completing the setup procedure and performing aspiration testing of the device. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 3ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream xc catheter was selected for use for left lower extremity atherectomy procedure. During the procedure, aspiration was lost and the device was removed and the procedure was completed with another jetstream xc catheter. There were no patient complications reported.